Event description:
It was reported that "staples were found jamming during usage on the patient. Changed a new stapler." No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. Visual examination of the returned sample revealed that there was a gap in the alignment of the staples toward the distal tip. The stapler was returned with 35 staples remaining in the cover block. The trigger was returned partially engaged. Evidence of use in the form of biological material was present on the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staples would fire. Five attempts were made. Four out of five attempts, no staples fired. On the fifth attempt the stapled formed properly but did not release and was removed manually. Three more attempts were made and all three times the staple properly formed but did not release and had to be manually removed. The stapler was disassembled, and the complaint sample anvil was replaced with the lab inventory anvil. Upon engagement of the trigger, the staple formed properly but did not release. Two more attempts were made, and the result was the same. The stapler was disassembled again, die casting anomalies were observed on the forming tool. No other defects or anomalies were observed with the device. It could not be determined what exactly caused the first staple to misalign. A non-conformance was opened by the manufacturing site to further investigate the issue of visistat staplers failing to function properly and the forming tool component is under investigation. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. Visual examination revealed that there was a gap in the alignment of the staples. Upon functional inspection, it appeared that the staple misalignment prevented the staples from firing correctly. The sample was disassembled and die casting anomalies on the forming tool was discovered. No other defects or anomalies were observed. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. A DHR review was performed with no evidence to suggest a manufacturing related cause. It could not be conclusively determined what caused the staples to misalign. A non-conformance was opened by the manufacturing site to further investigate the issue of visistat staplers failing to function properly. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staples were found jamming during usage on the patient. Changed a new stapler." No patient harm or injury. The patient status is reported as "fine."